Event description:
A registered nurse reported an incomplete image transfer from o-arm to treon during a spine case. She stated that after taking an o-arm spin, the images looked good on the mobile viewing station (mvs) monitor but appeared to be truncated on the trajectory views in synergy spine on the stealthstation treon guidance system. No impact on patient outcome was reported.

Manufacturer narrative:
Patient weight is unavailable from the site at the time of this report. Software has not been evaluated as of the date of this report.